Manufacturer narrative:
Device lot # was not provided/unknown. Product has not been returned. Product was discarded.

Event description:
The dentist reported that the screw retaining the iwga51c fractured. The surgeon was able to retrieve the screw and the restoration was redone.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.